Event description:
It was reported that during helicopter transport of a pt under ECMO/extracorporeal membrane oxygenation), blood leakage of 30 cc was observed at the gas outlet of the device. The device was replaced upon arrival at destination. The pt was reported to be stable during replacement. Following replacement, the pt was transfused due to hemodilution, which was caused by the priming fluid used for the second device. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet (B)(4) is aware of similar complaint. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is th delamination of the hollow gas fibers from the polyurethane potting area. A review of the qc process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when add'l info becomes available.